Manufacturer narrative:
The device was successfully implanted in the patient and therefore will not be returned for an evaluation. Supplemental report two of two for the same event, reference 0001032347-2017-00455-1.

Event description:
The following event information was received: the custom bent bars flared out and were not bent enough to match the patients anatomy. The surgeon was successful in adjusting the flare which resulted in approximately a twenty minute surgical delay. There was no injury to the patient and no revision is planned as the surgeon felt comfortable with the adjustments/bends made to the bars.

Manufacturer narrative:
The design engineer overlays a bar shape and a range of sizes onto a CT scan slice to design the bar. The size of the bar is dependent on the location of the CT scan slice. If the surgeon places the bar in a different location of the CT slice, the bar may not fit as expected. The surgeon was given confirmation scans to approve and pick what bar length to use. The complaint could not be verified as there are no post-op scans, or intraoperative pictures available. The most likely underlying cause of the complaint is surgeon preference as the surgeon reviewed the design and picked the bar lengths. There are no indications of manufacturing defects. The IFU states ¿the surgeon is to be thoroughly familiar with the implants and the surgical procedure prior to surgery. The correct selection and placement of the implant is important. Preoperative planning to determine the most appropriate size and final position of the implant is required.¿ this is supplemental report two of two for the same event; reference report 0001032347-2017-00455-2.

Manufacturer narrative:
The design forms are completed and approved by the surgeon. Review of device history records show the lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of two for the same event, reference report 0001032347-2017-00455.

Event description:
It is reported the surgeon stated the pre-bent pectus bars are too flared at the ends. Additional information was requested but has not been received at this time.